Manufacturer narrative:
Follow-up with a physician indicated tissue developed around the lead, which worsened the patient's pre-existing spinal stenosis. The tingling and burning sensations experienced by the patient was due to the stenosis. After device removal, all symptoms resolved. There have been no reports of further complications regarding this event. The device information in d4. And h4. Is updated in this report.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient experienced tingling and burning sensations in her legs and knees which caused her to fall. The patient was sent to the hospital and the physician decided to remove the device. Nevro attempted to obtain a medical assessment regarding the nature of the incident, but was unsuccessful. The patient was discharged and is recovering.